Manufacturer narrative:
Date of event unknown. Device lot number unknown.

Event description:
It was reported that the abutment screw ((B)(4)) fractured. It was also reported that the fractured abutment screw was removed.

Manufacturer narrative:
One gold-tite hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The drive feature is worn from use. The gold coating is entirely delaminated.the alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.